Event description:
It was reported the patient experienced a loss of therapeutic effect on (B)(6) 2015. The patient was ¿wet¿ and wanted to change their settings. During the call, the patient was on program 3 at 1.0v and ¿did not really feel stimulation.¿ upon increasing to 1.2v the patient felt stimulation and was to try that level overnight. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0v239, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).